Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. Bolus exists in the reference plan and it is defined as user. During the ats online workflow, the bolus is cleared by design to force the user to recreate it since the patient outline might have changed. After doing that, the plan is created, but the bolus is not assigned to the beams in the beam spreadsheet for both 3d and imrt. In addition, the user does not have the ability to reassign the bolus to the beam(s) at this point. If the user does not detect that bolus has not been considered in the dose calculation, and bolus is added during treatment, the dose delivered will not match the dose displayed. Underdoses could be greater than 5%. This is an internal investigation at elekta inc. And there were no patients involved. The corrective action taken as a result of this investigation is that the issue will be fixed in a future monaco version 5.51.10.

Event description:
During an internal investigation at elekta inc. When using bolus on the reference plan, the system detects that during the ats online workflow the structure bolus that was defined as 'user' is missing and forces the user to recreate the bolus online. After recreating the bolus online, the plan is created but the bolus is not assigned to the beams in the beam spreadsheet for both 3d and imrt.